Event description:
Return reason: bent pin of thermistor. Analysis determined: investigation found that the #1 electrical connector pin is bent into a semi-curve and the connection cannot be completed. Defect origin is unknown. Unit was used in vivo; this was not determined until analysis was completed. Corrective action taken: the corrective action is the manufacturing and qaulity assurance personnel have been notified. Both the fequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.